Manufacturer narrative:
The home patient's nurse has agreed to review proper procedures with the home patient.

Event description:
A home pt contacted baxter's technical service ctr. Regarding a system error 2240 msg. That appeared on the display of the home pt's homechoice machine during drain 4/5 of his automated peritoneal dialysis therapy. Per initial report, the home patient disconnected his transfer set from the patient line of the homechoice set without pausing therapy. The patient returned to the machine alarming, reconnected and attempted to continue therapy. Baxter's technical service ctr. Assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.